Event description:
As the 8 mm. Reamer was being used to ream the humeral shaft over aflexible guide wire. The 8 mm. Reamer broke off in the distal humerus.this necessitated removing the guide wire and opening the humerus laterallyin order to retrieve the broken off 8 mm. Reamer.